Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated an issue with missing/invalid diagnostic data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had recent radiation therapy. The implantable pulse generator (ipg) device was noted with questions marks and a message stating invalid data. An partial electrical reset was suspected. The device remains in use. No patient complications have been reported as a result of this event.